Event description:
During implant procedure, the physician attempted to clip the suture of the 4351-35 lead. The suture broke off at the point of the clip. The physician removed the lead and placed a new one. There was no pt injury and the product was sent back for analysis as well as the clip device that cut the suture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the lead lot #nht014678n revealed that the distal end polypropylene suture was broken due to overstress/damage by the clip, .25cm from the electrode. The continuity of the lead was acceptable and there were no shorts between circuits.